Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded an episode where anti-tachycardia pacing (atp) was unsuccessful in ventricular tachycardia (vt) zone, and when the rhythm reached ventricular fibrillation (vf) zone, a subsequent shock was delivered that successfully converted the rhythm. Review of the episode noted rhythm breaks and ectopy, and atp acceleration could not be ruled out. Device therapies, function, and lead parameters were consistent with expected performance. No adverse patient effects were reported. This crt-d remains in service.